Manufacturer narrative:
(B)(4): device evaluation pending.

Event description:
Self test display status indicated that AED was not functional when deployed for use. Second AED was deployed. Subject was not resuscitated. On (B)(6) 2011, event report indicates that date of deployment was (B)(6) 2010.